Event description:
It was reported that the patient's device made a "funny noise" and the patient passed out. The physician's office was contacted but they were unaware of this incident and have not seen the patient. The device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.